Manufacturer narrative:
Verbiage for h11: due to characterization limit e1: event site address: (B)(6). Intial reported: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, in cardiosave intra aortic balloon pump, the screen change to red color, became blurry patient involved, no harm or injury occured.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.